Manufacturer narrative:
A visual examination of the device revealed the presence of residue, indicating use/handling. A small piece of very frayed wire loop from the dilating tip was found attached to the apex of the blue pullwire. It was noted that the condition of the returned unit was consistent with the complaint incident that the pull wire broke. Based on all gathered information, the most probable root cause is "operational context". A device history record (DHR) review of lot number 18144354 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the pull wire broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of pull wire broke in half. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the pull wire broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.